Event description:
Pt vent high pressure alarm sounded. Respiratory and nursing responded to find pt with decrease in loc and labored breathing. Suctioned and bagged the pt but met with resistance. Respiratory removed the ultipor 100 filter and was able to bag the pt without difficulty. Pt returned to baseline.